Event description:
It was reported that the customer fell, and the insulin pump has a blank display. It was also reported that the insulin pump failed the self test. Customer's blood glucose level at the time was 5mmol/l. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. No missing segments could be confirmed due to this physical damage. The insulin pump had a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, and a partially missing and broken end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.